Event description:
Physician performing ligament surgery at uterus observed at the end of the procedure that there was a burn on th euterus about 1.1/2" from the area that they were working. Injury was reported as minor, with no pt actions conducted. Device was returned to MFR for evaluation of aem alarm function.

Manufacturer narrative:
Electrosurgical handle was visually inspected and electrically tested. The insert in use for the procedure, a reusable scissors, was not returned for evaluation. The handle passed electrical testing for continuity, electrical safety and insulation integrity. Capacitive coupling can occur with an intact instrument if the aem monitor is not setup properly.however, the hosp supplied a photo of the burn area, which did not show tissue damage consistent with capacitive cou;ing. In addition, visual inspection of the shaft of the instrument did not show any indication of arcing of the activated tip with untintended tissue. If undetected this can cause serious complications. Instructions for use states the surgeon should maintain the area of tip in his/her field of view. The device was returned to the customer, since it was functioning properly, including the aem circuit.